Event description:
It was reported that the external pulse generator (epg) has a broken front case, back case, battery door, and ventricular output connector. It was also reported the atrial and ventricular connections are broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).